Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4); 5068 implantable pacing lead (B)(6) 2010.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a break in the lead insulation that caused the lead to not sense properly, have low impedance and high thresholds. A lead revision is planned. No patient complications have been reported as a result of this event.